Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt. (B)(4).

Event description:
Cinar c, bozkaya h, oran I. Endovascular treatment of cranial aneurysms with the pipeline flow-diverting stent: preliminary mid-term results. Diagn interv radiol. 2013; 19:154-164. A total of 45 patients with a median age of 50 years, had a total of 55 intracranial aneurysms that were treated with the pipeline embolization device between (B)(6) 2009 and (B)(6) 2011. The patients (32 females and 13 males) were diagnosed with aneurysms that included varying characteristics. All patients were placed on dual antiplatelet medications (aspirin, clopidogrel and/or ticlopidine) and were administered heparin intra-operatively. All patients were admitted one day before the procedure and discharged after 36-72 hour post the procedure. Case #(B)(4): a (B)(6) male pt was treated for a large saccular aneurysm measuring 18mm x 9mm and two small aneurysms measuring 2mm x 2mm and 3mm x 3mm located in the posterior communicating artery to paraclinoid artery. The pt presented with a subarachnoid hemorrhage. The pt underwent pipeline embolization treatment on an unspecified date. During procedure, it was reported the proximal portion of the pipeline did not sufficiently open and required balloon angioplasty (an option presented in the instructions for use, us). At 12 and 18 month f/ups, there was complete occlusion of the aneurysm.